Manufacturer narrative:
(B)(4) date sent: 12/18/2015. Concomitant medical products: information was not provided by the initial contact. Batch # na. The analysis results showed that one pxw35 device was returned disassembled with the cartridge separated from handle. In addition the cartridge was received with the rear cap missing. No functional testing could be performed due to the condition of the device. While no conclusion could be reached as to how the damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Per maude event report #mw5057058, during an open reduction and internal fixation of the right frontal sinus fracture, open reduction and internal fixation of the right superior orbital rim/frontal bone and decompression of the supraorbital nerve procedure; during the closure, the staple chamber of a "1" proximate skin stapler snapped off from the holder as well as a second part causing the stapler to break into three pieces. The skin closure was completed without any interruption in the stapler line. There was no injury to the patient. Device is available for return.